Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that following impella cp implant, the repositioning sheath could not be sufficiently advanced and hemostasis could not be achieved at the access site. The tissue was noted to be deep and doughy at the site. After multiple failed attempts to reposition the sheath, vascular surgery was consulted to perform a vascular cutdown and surgically repair a tear at the arteriotomy. Blood products were given to help treat the patient. The pump was able to successfully support the planned procedure and the patient was successfully weaned from the pump. No patient harm was reported.